Manufacturer narrative:
The device has not been returned, at this time, to the manufacturer for evaluation. A lot history review (lhr) of rebz0307 showed no other similar product complaint(s) from this lot number. Device not received.

Event description:
It was reported that during the flushing with physiologic solution they note flowing out liquid from the medication. They removed the device and noted a hole at 6 cm of the exite site.